Event description:
Groshong #4fr PICC line connector: decreased threads, therefore will not allow t-extension set (luer-lok) to securely and correctly be applied to #4fr connectors. The spin-collar of the t-connector spins around on the PICC connector and therefore not tight/locks properly.